Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced spasms, shaking, and a seizure. The customer was unable to self-treat and was provided food by the caregiver. It was further reported that the customer had contact with a healthcare professional and received sugar, a banana, and a sandwich for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was funder investigated and de-cased. Attempted to reprogram the returned patch, however an error occurred during reprogramming. This error prevented the returned patch from being reprogrammed. An extended investigation has also been conducted. Performed a visual inspection on the returned sensor's printed circuit board assembly (pcba) and corrosion was observed. The battery was measured, and the results were within specification. It was determined that the contamination compromises the integrity of the sensor's electronics. Therefore, this issue is confirmed to brownout resets associated to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Observed patch terminated off body. Inspected the plug assembly. The sensor was reprogrammed and activated and it went to state 6. The sensor was de-cased and the battery was replaced. Visual inspection has been performed and corrosion was observed on the pcba (printed circuit board assembly). The sensor patch was unable to be reprogrammed and observed an error message while re-programming. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced spasms, shaking, and a seizure. The customer was unable to self-treat and was provided food by the caregiver. It was further reported that the customer had contact with a healthcare professional and received sugar, a banana, and a sandwich for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was funder investigated and de-cased. Performed a visual inspection on the returned sensor's printed circuit board assembly (pcba) and corrosion was observed. Attempted to reprogram the returned sensor patch, however an error occurred during reprogramming. This error prevented the returned patch from being reprogrammed. Therefore, this issue is unable to test. An extended investigation has also been conducted. Performed a visual inspection on the returned sensor's printed circuit board assembly (pcba) and contamination was observed. The battery was measured, and the results were within specification. Observed an error message while re-programming which prevented the returned sensor from re-programming. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced spasms, shaking, and a seizure. The customer was unable to self-treat and was provided food by the caregiver. It was further reported that the customer had contact with a healthcare professional and received sugar, a banana, and a sandwich for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced spasms, shaking, and a seizure. The customer was unable to self-treat and was provided food by the caregiver. It was further reported that the customer had contact with a healthcare professional and received sugar, a banana, and a sandwich for treatment. There was no report of death or permanent injury associated with this event.